Event description:
It was reported that the patient was syncopal while the ventricular lead was exhibiting noise. The physician decided to open the pocket and discovered that the pulse generator setscrew was loose.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.